Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any patient consequence? No. In event description, bleeding was noted. How much bleeding occurred (please quantify amount of bleeding)? Unknown, but not too much. How was bleeding treated? Different clip applier has been used were blood products given to patient? No. Was there any change to procedure or post-op patient care? No. What is patient's current status? Patient is fine.

Event description:
It was reported that during an unknown procedure clips come crossed after shooting. Clips did not close. Bleeding reported. Procedure was completed with same like device.